Manufacturer narrative:
A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the anchor loosened and the doctor lost tension at the very end. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect bone preparation. Or (2) levering the device during or after insertion. Incorrect bone preparation and/or levering the device during or after insertion can result in damage to the device. An exact root cause cannot be determined with confidence as no product was received for evaluation. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
At the very end, the anchor loosened and the doctor lost tension. The device is still in the patient. No patient complications were reported.